Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 26, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb. (B)(4).

Event description:
A nurse reported that prior to a cataract extraction with intraocular lens implant procedure the screen turned black and the system shut down on its own. The surgery was started and completed using an alternate system.